Event description:
The customer reported that she was hospitalized back in (B)(6) due to blood glucose levels greater than 400 mg/dl. The customer stated that she was vomiting blood as well. Per the hcp, the customer also suffers from chronic gastroparesis. The customer only called to have a battery cap shipped to her as she hasn't used the insulin pump since the hospitalization, and the battery cap has been misplaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.